Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Examination of the device shows evidence of subluxation of the joint and scratching of the bearing surfaces.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03955 / 03956).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 allegedly due to osteolysis, elevated metal ion levels and creaking of the hip. No further information has been provided to date.